Manufacturer narrative:
Investigaton is on-going.

Manufacturer narrative:
Tee submitted for review, no cine was provided. The imagery was reviewed at edwards lifesciences. The observations are, severe aortic valve calcification / bulky calcification of all 3 leaflets, moderate-severe aortic root calcification. Sinus of valsalva (sov) measured 24.8 mm. The annulus measured 23.9 / 22.3 mm. The sino tubular junction (stj) measured 27.3 mm. The impressions are as follows: on tee, no balloon aortic valvuloplasty (bav), sapien positioning, or deployment images were available for review. Aortic valve had severe bulky calcification involving all 3 leaflets. There was moderate to severe aortic root calcification. The presence of porcelain aorta cannot be ascertained. The difference between the sov measurement and aortic valve annulus diameter is approximately 0.9 mm which is consistent with sov obliteration. Severe bulky calcification, sov obliteration, and significant valve oversizing predisposes a patient to aortic rupture. The absence of significant valve oversizing in this case (a 26mm spien in a 23.9 annulus) may have avoided a frank rupture. According to the IFU, cardiovascular injury, such as perforation or damage of vessels or cardiac muscle, are known potential adverse events. In tavr patients, pericardial effusions may be caused by guide wire perforations or annular ruptures. In this case per the pi as reported a second inflation may have contributed to the pericardial bleed; although this cannot be confirmed with the imagery provided. No further actions are possible at this time.

Event description:
As reported via the edwards clinical specialist, a 26mm sapien valve was implanted into the aortic annulus and tee showed moderate paravalvular (pvl) leak. The valve was post dilated with one cc extra added to the inflation device. After the 2nd dilation the ai was mild and acceptable. However tee showed minor pericardial bleeding. It was determined that the 2nd inflation caused a calcium "speckule" to nick a blood vessel in the pericardium causing a minor internal bleeding within the pericardium. A pericardial tap was done on the patient to drain the blood. The bleeding stopped and patient was in good condition. The patient was transferred to the ICU and was extubated. The patient was noted to be in stable condition.